Manufacturer narrative:
The impella lp cp was discarded by the customer, however, a failure analysis investigation is underway and supplemental report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock. Impella cp was inserted without any reported issues, however, during procedure patient endured bleeding around the insertion site. As treatment, 1 unit of blood was administered and control was achieved. Device operated successfully and patient was explanted after 164.58 hours in stable condition.